Manufacturer narrative:
(B)(4).

Event description:
The customer reported that while in patient use the ventilator gave occlusion alarms, both visual and audible. The patient was removed from the ventilator and placed on another ventilator, no patient harm.